Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, and self test. The trace and history files were successfully downloaded using thump. All buttons functioned properly and no unexpected failed batt test (battery failed) alarms noted during testing. The pump was cut open and the keypad overlay/button dome switch layers were removed for a visual inspection. No evidence of physical damage or moisture damage was noted on the keypad dome switches or keypad assembly and the keypad connector on j1/pcba 1 was locked properly however, found moisture damage on pcba 1 of the electronic assembly and the keypad flex cable/tail. A p-cap locks properly into the reservoir compartment. The following were noted during a physical inspection: scratched case, cracked battery tube threads, cracked battery compartment, stained serial number label, and pillowing keypad overlay. Unresponsive keypad is not confirmed. Moisture damage was found during a visual inspection. Battery failed alarm complaint is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the pump buttons wereit was not responding. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and found that the numbers were not ramping on their own and the scroll bar was not moving with no input. Buttons remained unresponsive after troubleshooting. The customer reported receiving a battery failed alarm but the troubleshooting was declined. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per the healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned.